Manufacturer narrative:
This report is filed march 17, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced redness, swelling and crusting at the abutment site which was treated with a topical antibiotic (date not reported). The implanted device remains.